Manufacturer narrative:
The customer's report that during transport the pc unit alarmed and paused all infusions was confirmed. The pcu event log shows that between 12:29 pm and 12:39 pm on (B)(6) 2017, infusions were programmed on all 4 modules. After approximately 43 minutes, at 1:12 pm the pcu alarmed for battery discharged (lb3), having missed both the battery low (lb1) and battery very low (lb2) alarms, and causing all four infusing modules to pause. The pcu does not shut off as a result of this alarm and any infusions in progress are paused, allowing the user to plug the system into ac power and restart the infusions. At 1:16 pm, the system was placed on ac power and the user then restarted all four modules. At 1:22 pm, the system was placed on dc power and the pcu immediately alarmed for battery very low (lb2). At 1:23 pm, the system was placed back on ac power. The infusions continued to run as expected until each device was channeled off and the system was powered off at 2:01 pm. The pcu battery log shows the last time the system was previously on ac power was at 9:29 am on (B)(6) 2017; a full charge was detected and the system was then placed on dc power. The battery received, which had been replaced in the device following the event, had a date code of 1725 and was manufactured around the 1st week of (B)(6) 2017, indicating it was only a few months old. Functional testing of this battery found the system missed battery very low (lb2), however after battery conditioning was performed, the battery capacity was restored and the device was then able to detect and alarm for both low battery (lb1) and battery very low (lb2). The proximate cause of the reported event was determined to be inadequate battery charge capacity. The root cause is poor battery maintenance.

Event description:
The drugs infusing were levophed, dopamine, and vasopressin. It was clarified that the system did not shut down, but all the infusions paused at the time of the event. The patient was critically ill and intubated prior to the event and the intent was to transfer to a different hospital with a higher level of care. It was initially reported that the patient had expired however conflicting information was later received indicating that the patient had stabilized and was transferred to the other facility. In addition to the iuis, the pcu battery was replaced after the reported event.

Manufacturer narrative:
It was determined that the battery in the device at the time of the incident appears to have not had adequate charge capacity to sustain transportation at the time of the incident. A review of the pcu event log for the days leading up to the incident showed that the device had been on dc power from (B)(6) 2017 at 2:33 pm up until the battery discharge event on (B)(6) 2017, and had been used for several hours on battery power on (B)(6) 2017. A review of the pcu battery log showed that the log only went back as far as (B)(6) 2017 (approximately 5 months prior to the event). The battery log does not show any occurrences of battery conditioning during this time. The reason for the missed low battery alarms (lb1 and lb2) during the incident could not be definitively determined because the incident battery was not returned for investigation. Lb1 and lb2 are capacity based alarms and therefore it is believed that the battery lacked sufficient capacity. Lb3 (battery discharge) is a voltage based alarm and therefore does not rely on the capacity estimation.

Event description:
The customer reported that levophed, dopamine, and vasopressin were infusing. During transport of a critically ill intubated patient in an elevator with the intent of transfer to a different hospital with a higher level of care, the pc unit alarmed with a red screen and all infusions paused unexpectedly. The patient¿s condition subsequently deteriorated and the patient was transported to the closest care area (emergency room) for resuscitation. It was initially reported that the patient had expired however conflicting information was later received indicating that the patient had stabilized and was transferred to the other facility. The event devices were sent to biomed for investigation with no indication that they had been involved in a patient event. Preventative maintenance was in process for other devices, and the event devices were inadvertently included with that group. The event devices received a preventative maintenance check and the iuis and battery were replaced. The customer stated that they are focusing their initial investigation on the battery as it did not appear to be sufficiently charged. Previous preventive maintenance had been performed in (B)(6) 2016 including a battery change. The incident battery was not recovered.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that unspecified low volume vaso-suppressant drugs were infusing. During patient transport in an elevator, the pc unit alarmed with a red screen and shut off unexpectedly. The patient¿s condition subsequently deteriorated and the patient was transported to the closest care area (emergency room) for resuscitation and later expired. The event devices were sent to biomed for investigation with no indication that they had been involved in a patient event. Preventative maintenance was in process for other devices, and the event devices were inadvertently included with that group. The event devices received a preventative maintenance check and the iuis were replaced. The customer stated that they are focusing their initial investigation on the battery as it did not appear to be sufficiently charged. Previous preventive maintenance had been performed in (B)(6) 2016 including a battery change.